Event description:
It was reported that the infusion set cannula bent during insertion because the user did not spring-load the applicator and instead manually inserted the needle, leading to an incorrectly deployed infusion set and improper connection. There were no reported clinical signs, symptoms, or conditions. Outcomes included temporary interruption of insulin delivery, after which insulin delivery resumed following troubleshooting and education. Investigation included customer interview and troubleshooting focused on user technique and proper applicator use. Investigation of this case revealed user error related to infusion set deployment technique, consistent with an incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user technique.